Event description:
The customer reported via phone call that the infusion set may have caused her blood glucose to go high. Customer's blood glucose level was over 600 mg/dl. Air seemed to be in the tubing. She believed the insulin pump was not calculating the correct amount of insulin when using the bolus wizard. The insulin pump alarmed no delivery in the past. The customer declined troubleshooting because she was not feeling well. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.